Event description:
It was reported the valve was explanted due to severe mitral regurgitation caused by a torn cusp. The valve was replaced with a 27 mm valve from another manufacturer. Additional information has been requested.